Event description:
Medtronic received info that the introducer could not be removed from the cannula. The cannula needed to be removed, and was replaced with a similar product from the same lot. There were no reported consequences to the pt. The product was discarded at the hospital.

Manufacturer narrative:
Analysis: the product was discarded and will not be returned for analysis. Without product return, analysis is limited to review of the device history record, which shows that this product lot met manufacturing specifications when released for distribution. Conclusion: no definitive conclusions can be drawn concerning this event as the product was not returned for analysis. The event has been logged, and medtronic will continue to monitor field performance to detect similar events. No adverse pt effects were reported.